Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched. The cause of the scratched screen was not reported. There was no reported impact to the customer's blood glucose. The customer declined troubleshooting with tandem technical support, and no further information was provided.